Event description:
After the da vinci double fenestrated instrument was removed from the pt (robotic assisted lap assisted vaginal hysterectomy, bilateral salpingo-oophorectomy), the instrument tip broke off and was not detected by x-ray. The surgeon opened, tissue morcellated, no identifiable part found in wound or morcellated tissue. The area was irrigated well and searched - no foreign objects were detected in the wound area.====================== health professional's impression======================the instrument tip broke off of the double fenestrated grasper